Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned for evaluation. Upon unaided visual inspection, no physical damage was observed on the adaptor. However, evidence of clinical use was noted, as indicated by the presence of blood stains. Due to the device having been used and the absence of the delivery system in the returned item, it was not possible to determine with certainty when the damage occurred. The damage may have resulted from improper handling, during clinical use, or at some point after the product was removed from its packaging. The complaint is confirmed, however the root cause could not be determined.

Event description:
The customer reports attempted deployment of biosentrytract sealant at conclusion of lung biopsy. Once deployed in the introducer, it popped out (as if under pressure) and another attempt was made with the same sealant. A second sealant was opened, and another attempt was made to deploy. The second device replicated the first and was unsuccessful. No patient injury.